Event description:
It was reported that the external pulse generator had a broken atrial connector. It was also noted on the return paperwork that the "atrial chamber [was] not working properly." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of broken atrial connector or atrial chamber not working properly. Analysis did find that the upper and lower cases, one bail cover, the lead flex cover and the battery drawee were broken and the keyboard was scratched. (B)(4).